Manufacturer narrative:
If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: wound infection if certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) caucasian female patient underwent a revision breast reconstruction with a 800cc mentor memorygel breast implant prosthesis and experienced left-sided wound infection postoperatively. The patient had nausea, vomiting, and low grade fever due to the infection a night before the removal surgery. The patient¿s surgeon stated that her left breast was painful and swollen. As a result, the patient underwent unilateral removal without replacement on (B)(6) 2011. The patient waited till (B)(6) 2012 for left breast reconstruction with a breast prosthesis. On (B)(6) 2012, the patient underwent unilateral implantation with a 800cc mentor memorygel breast implant (catalog #: 3508004bc, left serial #: (B)(6)).